Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during surgery, they noticed that the haptic had separated from the lens causing the lens to move and affecting the vision of patient. The lens will need to be explanted and replaced. Additional information has been requested.